Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 37 noted during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. Perform the history review 2 days prior to the event date 31-aug-2025 in the pump history file and found 1 lost sensor alert on 08/29/2025, 1 lowbatteryalert (104) on 08/30/2025 04:54:01.000, 1 changebatteryfault (73) on 08/30/2025 14:25:00.000, 3 nodelivery (7) alarms on 08/31/2025 (during bolus and basal), 1 lost sensor alert on 08/31/2025, 8 pump error 37 on 08/31/2025, 1 pump error 23 on 08/31/2025 and 1 battoutlimit (6) on 08/31/2025. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). Pump error 23 and battery out limit alarm were expected due to the battery power depleted and the pump's time reset. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Found multiple pump error 37 in the pump history file. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and on the pcba2, and corroded motor home switch. No damage noted on the force sensor. Force sensor zero offset within specification (24.0 mv). The pump passed the required testing. Alarm-a339-pump error 37 confirmed in the pump history file due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the customer was able to clear the alarm and unable to rewind the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.